Manufacturer narrative:
(B)(4). The device was returned and evaluated. Leak testing and clear passage testing were performed with no issues noted. The visual inspection showed no indication of over-torquing. However, the visual inspection found that the occluder feet were broken. The clamp function test identified the same issue. Therefore, the reported issue was confirmed through the sample evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the minicap transfer set had leaked due to a broken clamp which was found during use. The patient noticed that the twist clamp could not be closed. The transfer set was in use for 3 months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.